Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the day prior to the report the patient would set the stimulation amplitude and it would go lower on its own. The patient contacted her healthcare provider about the issue. It was noted that the patient was currently on group b - upright at 3 volts, and when sitting it was very comfortable but it was too strong when walking. When lying down, the patient had group a at 3 volts which was ¿strong but comfortable.¿ the patient had an appointment scheduled for (B)(6) 2013. At the time of the report stimulation was not lowering on its own. It was reported that the patient turned stimulation off when she was driving but couldn¿t remember how to turn it off. Additional information has been requested but was not available as of the date of this report.